Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, there was difficulty in closing the power shell. The shell could not be set properly onto the handle. Another shell was used.